Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided so device history record review cannot be performed. The device was received and an evaluation was conducted. The complaint was confirmed. The device met all material specifications as received. The evaluation revealed the tip of the drill pin broke off at the end of the flutes. Light circular marks were observed around the diameter of the shaft and small indentations were present on the flutes of the tip. Based on the complainant's event and the evaluation findings, the most likely cause of the tip breaking off is due to coming into contact with another device, excessive drill forces and/or leveraging on the drill pin. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during the procedure, the surgical assistant noticed that the guide pin's tip was missing from the tray. The surgery was stopped and an x-ray was taken - the surgeon could not see the piece at that time. The case was completed without using the guide pin. Patient came back into the office for a follow up on (B)(6) 2015 and a second x-ray was taken and this time the broken tip was seen. A second surgery was scheduled. Case was an acl reconstruction with autograft. Follow-up investigation: the second surgery took place on (B)(6) 2015. The broken tip was fully removed. No further intervention was needed and case was completed successfully.